Event description:
It was reported that (2) devices were used during a laparoscopic gall bladder. It was reported by the affiliate that the 512sd trocars have torn gaskets. There was no consequence to the pt.